Event description:
It was reported during a low anterior resection the blue ancillary trocar tip was driven through the staple line. It was inserted into the anvil of the ecs33 and they could not remove it. They tried to remove it with a grasper and broke it off in the anvil. There was no consequence to the pt.

Manufacturer narrative:
Based on the info received and the visual inspections, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was verified that the ancillary trocar was broken off inside the shaft of the anvil. It should be noted that as stated in the packaging insert, to remove the ancillary trocar, rotate the ancillary trocar 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs. Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.